Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation found that the device performed to specifications. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and alarming. There was no patient injury reported as a result of this incident.